Manufacturer narrative:
Reported event: an event regarding revision surgery involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. H3 other text : device not returned

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit v40 femoral head on her right hip on or about (B)(6) 2009 and was revised on (B)(6) 2018. It is further alleged that the patient suffered device related complications.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit v40 femoral head on her right hip on or about (B)(6) 2009 and was revised on (B)(6) 2018. It is further alleged that the patient suffered device related complications.